Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic rny procedure, seals performed by the device on the fatty mesentery and omentum would bleed after the seal cycle was completed. The surgeon had to reseal, and blood loss was greater than 200cc. There was no patient injury, and a new device was used to continue the procedure.